Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect 18: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain, anxiety and depression, since the reservoir migrated from the space of retzius to the scrotum. Additionally, the pump also had inflation and deflation problems. The ipp was removed and replaced. No additional information was reported.